Event description:
The patient presented with symptoms of a leak as the proximal graft and distal graft had separated.

Manufacturer narrative:
No part of the device was returned for evaluation. Image was provided which confirmed the graft separation between the zfen-p and zfen-d. The medical director stated: "this is the typical appearance with marked bowing forward of the graft as can be seen in the images, and those same images show the distal component (zfen-d) to have pulled out from the proximal one (zfen-p). Relining was done with a gore graft that fixed the problem which was noticed. This is almost certainly another case of the ¿slip fit¿ between the 24mm bottom end of the zfen-p and the 24mm of the top end of the zfen-d having pulled out as the graft gradually became more and more curved/bowed due to having been in a large aneurysm for some time. Unfortunately, the date of implantation is unknown, but typically this has been 2-5 years prior to the separation." A review of device history record could not be completed as the lot number was provided. However, there is no indication of a systemic issue with the manufacturing process or that a device nonconformance contributed to the complaint. The instruction for use (IFU) supplied with this device states: that the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established, and all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, component migration. Based on the information provided, the root cause could not be determined. However, it is possible that the separation was due to: - inadequate diameter tolerance to ensure interference at overlap - inadequate separation force - inadequate length of overlap - patient-related factors a CAPA was raised to address concerns of separation for the zfen-us devices. The CAPA determined "the conclusion of the investigation was that there is no fault/non-conformance of the us fen device, its labelling, its IFU, its manufacturing, nor its clinical use. The zfen us configuration meets the acceptance criteria for this product and the acceptance criteria are deemed acceptable."

Event description:
The patient presented with symptoms of a leak as the proximal graft and distal graft had separated.